Event description:
The pt's father reported that the pt had several high blood glucose readings. When the site and tubing was changed out due to the high blood glucose readings, leakage around the tubing/cartridge connection was noted.